Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including serious shock, disability, abdominal pain and surgical intervention. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2008, the patient underwent surgery for repair of a left umbilical hernia. A ventralex mesh was implanted to repair the hernia defect. On or about (B)(6) 2008 and (B)(6) 2013, the patient underwent additional surgical procedures to repair and/or remove the defected mesh. It is alleged that the patient sustained injuries, pain, disability, hospitalizations and additional surgeries. It is also alleged that as a result of this incident the patient sustained severe, painful permanent personal injuries including abdominal pain, functional impairments and also sustained multiple abrasions, lacerations, contusions, traumatic neurosis, serious shock to his system and a general tearing and straining of the muscles and ligaments throughout his body. The above injuries have caused the patient severe pain and suffering including headaches, backaches, fatigue, anxiety, irritability, nervousness, depression and insomnia. It is alleged that the patient has undergone and will likely require in the further other forms of care and medical treatments, and has incurred expenses in this regard. It is also alleged that the device was defective.